Event description:
It was reported that during an angioplasty procedure, a balloon catheter was stuck to a guide wire. The "severe" in stent restenotic lesion was located in the anterior descendent coronary artery in the "mid third." The quantum maverick 2.5 x 15mm balloon was advanced to the lesion for dilation and inflated. While withdrawing the balloon, the balloon was "adhered to the wire." The "whole system" was removed. The balloon could not be advanced again. The procedure was completed with this device. No patient injuries or complications were reported. The patient's status is reported as "stable." Attempts to obtain further information were unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.